Manufacturer narrative:
Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. When testing the device for functionality, it was noted to be empty and lockout was fired through. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed one the last clip lockout has engaged, the jaws may remain closed." We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during use on patient, the device was used on urethra. The device was clipped on the urethra but wouldn't open after firing the instrument. So there was a lot of trouble to get the instrument off the urethra. There was no patient consequence.